Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were going to see their doctor and was wondering if they implant the manufacturer's devices as they needed a replacement. When asked why they need a replacement the patient stated that about 6-8 months ago the implant wouldn't stay charged. The charge would only last about 2-3 hours. The patient was directed to discuss this with their healthcare provider.